Event description:
It was reported that the patient indicated that surgeon said that the bone cement used made his bone soft in one spot and the implant became loose.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.